Manufacturer narrative:
Mz1000 (B)(6)/no 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product.- k132413. (B)(6) medical hospital. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector was used and there was an occlusion. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion.

Manufacturer narrative:
A mz1000 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the maxzero device. The customer provided photographs of the connecting products to assist the investigation the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19056299 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it could not be determined if it may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
It was reported that maxzero needleless connector was used and there was an occlusion. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion.